Event description:
It was reported that the balloon ruptured. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm and was removed using the normal method. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer: g24610, without issue. No issues were noted with the balloon material, balloon profile or blades of the device upon inflation. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge g19252. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm and was removed using the normal method. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.